Manufacturer narrative:
A medtronic representative went to the site to test the equipment. During testing the system initially did not pass the monitor/display acceptance test. Troubleshooting was performed but it still did not pass the test. It was noted that all other system functions were checked and passed. Another site visit was made, and then the system passed the acceptance test. The imaging system then successfully passed the system checkout and was found to be fully functional. No parts were replaced on the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system did not pass a display/monitor acceptance test that was required for the imaging system prior to installation. This issue was detected by a medtronic representative. There was no patient present when this issue was observed.